Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product (cnwtt3-t6) that is sold in the united states under (PMA/510(k) # (p190018). The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, upon starting the surgery, a scratch on lens was noticed inside cartridge. There was no patient contact and surgery was completed on the same day. Additional information has been requested.

Manufacturer narrative:
Additional information has been provided in d.9., h.3., h.6., h.11. The product was returned for analysis, and damage was observed to the iol. No cartridge was returned. Iol returned posterior surface up instead of anterior surface up in the iol case. Solution is dried on the iol. The reported scratch cannot be confirmed due to condition of the returned sample. The sample was cleaned for further evaluation. Both haptics are intact. There are scratches/marks on the optic. The reporter stated that amount of ovd used was dab. The exact amount of ovd used is unknown. We are unable to determine the root cause for the reported complaint scratch on lens, noticed inside cartridge. The optic was observed to be scratched/marked. The reported damage was noticed in the cartridge. No cartridge was returned; due to this, we are unable to complete a thorough investigation to determine a root cause. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens condition would not meet our current release criteria. The reporter stated that amount of ovd used was dab. The exact amount of ovd used in unknown. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).